Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported they are unable to switch on the ventilator. There was no patient harm. Patient information has been requested.

Manufacturer narrative:
Device evaluation: the manufacturer's service technician confirmed the reported issue. Patient/user involvement: the customer reported patient information is not available. Resolution and disposition: the service technician replaced the data acquisition board, and the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.

Event description:
The international customer reported they are unable to switch on the ventilator. There was no patient harm.

Manufacturer narrative:
Device evaluation: the manufacturer's service technician was unable to confirm the reported issue that the device did not switch on. Review of the device diagnostic history indicated there were multiple errors in the log. The presence of multiple error codes suggested that a spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. Patient/user involvement: the customer reported patient information is not available. Resolution and disposition: the service technician replaced the data acquisition board, and the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.

Manufacturer narrative:
The data acquisition board and the data acquisition pcba to motor controller pcba cable were returned to the manufacturer for failure investigation. The board and the cable were tested by the failure investigation technician and no failures were identified.